Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent partially deployed and broke. The target lesion was located in the bile duct. An 8x80x75 epic stent was advanced for treatment. Deployment was initiated and resistance was encountered upon turning the thumbwheel. It was noticed that the stent became unable to deployed mid way. While the delivery system was removed, it was still unable to deploy after the thumbwheel was turned again. It was noted that the stent became damaged and broken at this time. The stent remained implanted inside the lesion. However, a second stent was additionally implanted in the lesion. There were no patient complications reported.